Event description:
The facility reports the lift sling clip detached, allowing the resident's leg to fall out of the sling. The resident fell forward, then dropped forward, hitting resident's shoulder on the hanger bar and hitting resident's head on the floor.